Manufacturer narrative:
Medtronic led an evaluation of the device data logs for the reported monopolar curved shears. Evaluation of the device data logs indicate that an 'instrument over-torque' error code was triggered. As an after effect of the error code, it turns the instrument drive unit motors off, so following the broken instrument workflow are the right steps to follow. Evaluation of the sterile interface module confirmed the reported condition. The root cause could not be determined. However, based on the information provided in the event, the most likely cause may be due to an issue on the monopolar curved shears. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure; while performing dissection, a high priority alarm occurred on the monopolar curved shears (mcs) connected to sterile interface module (sim). The mcs became disabled and resulted in loss of teleoperation. The mcs was removed from sim using the broken instrument procedure, then re-attached and reinserted into the patient to continue the procedure and resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure; while performing dissection, a high priority alarm occurred on the monopolar curved shears(mcs) connected to sterile interface module(sim). Mcs became disabled and resulted in loss of teleoperation. The mcs was removed from sim using broken instrument procedure, re-attached and reinserted into the patient to continue the procedure and resolve the issue. There was no patient injury.